Event description:
It was reported that the physician was attempting to treat a severely calcified lesion in the rca with excessive vessel tortuosity and 95% stenosis. It was reported that the physician pre-dilated the lesion using a 2.5mm diameter x 15mm length balloon inflated 3 times to 14atm and proceeded to use a 2.75mm diameter x 30mm length endeavor sprint (rx) drug eluting stent but the device got stuck and could not get into the artery and reported to have been damaged. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (patient morphology: severely calcified , excessive vessel tortuosity and 95% stenosis). Inherent risk of procedure (stent deformation). No evaluation performed as device was discarded. (No device received for evaluation) evaluation conclusion: device failure related to patient condition: (patient morphology: severely calcified , excessive vessel tortuosity and 95% stenosis). Known inherent risk of a procedure (stent deformation). Unable to confirm complaint as device was discarded by customer. (B)(4).